Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 58 mg/dl. Juice and a protein shake were consumed to address the bg level. The customer reported that the pump settings were still being fine-tuned and was the suspected cause of the low bg. The customer was working on adjusting the pump settings with a healthcare provider.